Event description:
The customer reported that the cine function was intermittently not operating. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The cine bridge pcb (printed circuit board), cine drive, cine to backplane cable, the image processor to the cine bridge, and the fiber channel cable were replaced. The system was tested and found to be working as intended and put back into service.